Manufacturer narrative:
Investigation: two sealed and intact 31g x 5mm safety pen needle samples were returned from lot. No. 8253801, cat. No. 329505 along with eight sealed and intact 31g x 5mm safety pen needle samples from lot no. 8284765, cat. No. 329505 and eleven sealed and intact 31g x 5mm safety pen needle samples from lot no. 8253802, cat. No. 329505. Visual examination and an activation test were carried out on all returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed on the returned samples therefore no root cause can be identified.

Event description:
It was reported that prior to use the cannula detached with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter: over the weekend a nurse was attaching the auto shield needle, (329505) lot 8253802 when the needle detached causing a clean needle stick injury.

Manufacturer narrative:
The following field has been updated with corrected information: date received by manufacturer: 2019-09-09.

Event description:
It was reported that prior to use the cannula detached with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter: over the weekend a nurse was attaching the auto shield needle, (329505) lot 8253802 when the needle detached causing a clean needle stick injury.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the cannula detached with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter: over the weekend a nurse was attaching the auto shield needle, (329505) lot 8253802 when the needle detached causing a clean needle stick injury.